Event description:
Patient reported experiencing concern with the infusion sets over this month. Patient stated after changing the needle and the catheter, during a bolus delivery, he found his shirt wet with insulin. Patient reported he changes both the needle and catheter every time he finds his shirt wet with insulin. Patient stated he is experiencing elevated blood glucose levels due to this issue; exact readings were not provided. Patient's normal blood glucose range was not provided. Patient reported he does not know how much insulin is injected with the bolus and how much came out. Patient stated he does not know if the concern is the needle or the final part of the catheter; cannot see the exact point where the insulin came out from. Patient reported he is using the needles and catheters out of the same supply. Patient stated he finds insulin on his shirt just when he delivers a bolus; has a very low basal rate and this is probably the reason he can't find the insulin on his shirt during the day. No further information was provided. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).